Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, while the doctor was delivering the iol into the patient¿s eye, the plunger suddenly advanced below the lens,preventing proper deployment. As a result, the lens could no longer be used and was removed. Additional information was requested

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The iol was returned for analysis and the reported complaint could not be observed. The lens was returned in three pieces wrapped in gauze in the product carton. The optic is cracked/fractured and scratched/marked - rejectable. No device returned. We are unable to determine the root cause for the reported complaint "plunger suddenly advanced below the lens". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information and lack of company device, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).